Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: saline mentor smooth round moderate profile 425cc, catalog number: 3501670, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 425cc breast implant and experienced deflation on the left side which was confirmed by the physician. As a result, the patient underwent removal and replacement with saline mentor smooth round moderate profile 425cc, catalog number: 3501670, serial number: (B)(4), lot number: 7696445 on (B)(6) 2019.

Manufacturer narrative:
During evaluation, the concomitant product was found to be leaking. As a result, it will be conservatively reported to the FDA. See report 1645337-2019-18213. Device evaluation summary: during evaluation of the sample it was observed to be intact. Leak test revealed there was leakage from the valve. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).